Event description:
On (B)(6) 2014 - pt was admitted on (B)(6) 2014 with a malfunctioning groshog. Pt was taken to surgery to remove groshong on (B)(6) 2014 and insert new one. The catheter was noted to be fractured on admission. Distal segment remained in vena cava and not removed.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.